Manufacturer narrative:
Fse arrived at the site to address the reported event. Fse confirmed and reproduced the error when performing a prime wash. Inspection of the analyzer revealed that the bush wash syringe seals were bad. Fse replaced the bush wash syringe seal to resolve the issue. Fse was subsequently able to perform a prime wash and a daily check without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 27nov2018 to aware date (B)(6) 2019. There were no similar complaints identified during this search period. The aia-900 operator's manual, section 12- flags and errors was reviewed. 2239 bf probe 1 purge failure: the aia-900 operator's manual indicates that the 2239 bf probe 1 purge failure error occurs when the overflow sensor 1 s132 fails to detect liquid after the washer was discharged. It is conceivable that air has entered the washer tube. The operator is instructed to prime the tube and bleed off the air, check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. 2240 bf probe 2 purge failure: the aia-900 operator's manual indicates that the 2240 bf probe 2 purge failure error occurs when the overflow sensor 2 s133 fails to detect liquid after the washer was discharged. It is conceivable that air has entered the washer tube. The operator is instructed to prime the tube and bleed off the air, check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. The most probable cause of the reported event is due to a bad wash syringe seal.

Event description:
The customer reported receiving "2239 bf probe 1 purge failure" and "2240 bf probe 2 purge failure" errors on their aia-900 analyzer. Technical support (ts) instructed the customer to prime the wash, and check the bf probe tips. The bf probe tips were intact but the errors persisted after performing several wash primes. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prolactin (prl) and follicle stimulating hormone (fsh). There was no indication of any patient intervention or adverse health consequences due to the reported event.